Event description:
The catheter was used for delivery of a liquid embolic agent during an aneurysm embolization procedure. Upon catheter removal, the doctor deduced that the catheter tip separated in the pt. The pt has been discharged and was reported to be "doing fine".